Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set up inspection, the pedal was not working, it was unrecognizable in shaver, it had bad port. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection observed the coag cover plate is missing, the setting switch cap is missing, and a rusted base and chassis. Functional evaluation revealed no issues. The damage to the device did not impact functionality. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).